Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pgbbpst0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please verify whether the suture was broken or the needle? The needle broke. Is it suspected that the broken device is retained in the patient? The entire needle was retrieved and discarded. Any patient consequences reported and how was it handled? A new suture was used and patient closed without any further incident.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the needle broke. The broken end was located on visual inspection. The entire needle was retrieved and discarded. A new suture was used and the patient was closed without any further incident. There were no adverse patient consequences reported. No additional information was provided.